Manufacturer narrative:
(B) (4).

Event description:
Boston scientific crm received information from a boston scientific field representative that this patient was diagnosed with an infection, and passed away during a subsequent surgical attempt to extract the associated leads. It was reported the patient¿s superior vena cava was torn during the use of the lead extraction tool. There were no allegations against this lead.

Event description:
Per the clinic, the patient underwent several revision surgeries (dates not reported) to reposition the implanted device. The patient was explanted due to an infection at the implant site. The patient was explanted (B) (6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)